Manufacturer narrative:
Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the medtronic service engineer. It was reported that, while in use on a patient, this 980 ventilator generated multiple circuit disconnect alarms however, the circuit was not disconnected. When the last circuit disconnect alarm was generated, the patient circuit did ¿pop off/disconnect¿ and the ventilator entered into back up ventilation. The repair for reported issue was performed by non medtronic personnel. It was reported that the biomed identified a code in the ventilator memory confirming that the unit had entered backup ventilation (buv) and performed the extended self test (est) which returned the unit to normal use. The investigation could not determine a cause of the event. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. The event is included in a trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, while in use on a patient, this 980 ventilator generated multiple circuit disconnect alarms however, the circuit was not disconnected. When the last circuit disconnect alarm was generated, the patient circuit did ¿pop off/disconnect¿ and the ventilator entered into back up ventilation. The patient was removed from the ventilator and manually ventilated via an ambu bag before being placed on an alternate ventilator with no injury.